Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported than an asymptomatic patient presented with their right ventricular lead exhibiting r-wave amplitude variation. The r-wave amplitude variation had been in decline since (B)(6) 2013. Lead was capped and replaced on (B)(6) 2020 during a normal generator change. Patient condition after the procedure was stable.